Manufacturer narrative:
On 4/15/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor siltex round moderate profile 375cc, catalog number 3542660, serial number (B)(4), lot number 5581131. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation with a saline mentor siltex round moderate profile 375cc breast implant and experienced deflation on the left side. Deflation was confirmed by physician during visual exam. As a result, the patient underwent removal and replacement with a saline mentor smooth round moderate profile 425cc, catalog number 3501670 on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a tear was observed in the siltex cracking on the posterior aspect of the implant measuring 0.6 cm.the second product received is a concomitant device, no further information is required. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).